Event description:
It was reported that after implant procedure therapy was turned on post-op and patient lost function in both legs. All impedances were in normal range intra-op, posts-op and patient received great coverage. Surgical intervention was undertaken wherein the system was explanted. Patient was hospitalized, was discharged, doing better and the loss of function in her legs has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.